Manufacturer narrative:
E1:name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level measuring 340 mg/dl on second day of insertion and was treated with insulin pen event on 21 mar 2026. The site of insertion was on abdomen.